Event description:
On (B)(6) 2024, during a pacemaker replacement, the physician inserted a torque wrench into reply sr (sn : (B)(6) and attempted to remove the lead, but could not turn the screw to remove it. Replacing the torque wrench with a new one did not change the situation. There was no feeling of the torque wrench engaging the screw, and it felt as if the screw had been crushed. There was no feeling of blood clogged. Finally, the connector of the pacemaker was destroyed and removed from the lead.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection has revealed that the header was found completely detached from the can. - the ventricular silicon cap was missing. - the ventricular setscrew was missing. Therefore, it was impossible to verify its cavity and the tightening marks. - in addition, since the ventricular setscrew was missing, the analysis which can confirm whether the connection system of the subject pacemaker functioned as specified cannot be performed. - there are not enough data to investigate this issue. Nevertheless, it can be noted that too much strength was used damaging, at least, the external parts of the pacemaker. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
On (B)(6) 2024, during a pacemaker replacement, the physician inserted a torque wrench into reply sr (sn :(B)(6)) and attempted to remove the lead, but could not turn the screw to remove it. Replacing the torque wrench with a new one did not change the situation. There was no feeling of the torque wrench engaging the screw, and it felt as if the screw had been crushed. There was no feeling of blood clogged. Finally, the connector of the pacemaker was destroyed and removed from the lead.